Manufacturer narrative:
B5 : additional information received: the size of the rcia caused the ib endoleak. The prior limb was a 20mm, as a result of disease progression it was extended with a 24mm limb and endoleak resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6; new annex a code added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a prior endovascular aortic repair using an endurant iis stent graft system presented to the emergency room with abdominal pain. A CT scan revealed a 1b endoleak, attributed to disease progression since the initial repair. The patient was treated for an aneurysm of the right common iliac artery with a diameter ranging from 21-19mm. A successful limb extension was performed using a 16-24-124 limb on the right side, resolving the endoleak. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to section d6a, implant date device evaluation summary: the reported type ib endoleak was confirmed on the films provided. Although the cause of the event could not be conclusively determined due to the lack of earlier post-implant cts for comparison, it is likely that disease progression, as reported by the physician, led to loss of the right distal seal. This loss of seal most likely resulted in the proximal migration of the ipsilateral limb, causing a type ib endoleak. Analysis of the returned films did not reveal any obvious out-of-specification stent graft issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.